Manufacturer narrative:
H10: additional manufacturer narrative: added information to d4, h4 and h6. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Based on the available information, progression of the patients underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction likely contributed to this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The explanted device is not available for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 23mm 3300tfx aortic valve underwent a redo sternotomy through bentall procedure after an implant duration of 7 years, 7 months due to large aortic root pseudoaneurysm and valve dehiscence resulting in severe aortic valve insufficiency. The explanted valve was replaced with a 23mm 11500a valve. The patient expired pod # 7. Per medical records, the patient presented with shortness of breath on exertion and found to have severe aortic incompetence, pseudoaneurysm and dehisced avr. The patient underwent mvr and avr with aortic root replacement including coronary reimplantation. Intraoperative tee showed severe aortic incompetence large pseudoaneurysm, closely related to both coronary arteries. The ascending aorta was opened through the aneurysm. However, access to the coronary ostia was difficult with the valve prosthesis in place. The aortic valve was excised to allow good access to both ostia. The mitral valve was replaced with a 27mm non-edwards valve and a 23mm 11500a aortic valve was was implanted inside a 26mm valsalva graft. However, the patient went into cardiotomy shock with rv failure and was placed on va ECMO. The patient was brought to the cardiac surgery ICU in very critical condition. The patient had poor neurologic prognosis after anoxic brain injury and patient expired on pod # 7. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.